Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. Biomed powered device back on and had been fine, they were downloading the data files. Per follow up information, the issue was deemed not to be related to device but to power supply from hospital¿s outlets. Bd tech support examined systems logs and came to same conclusion. Therapy was completed by switching to another identical model of arctic sun. The instructions-for-use are found to be adequate. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was reported as shutting down biomed powered device back on and had been fine, they were downloading the data files. Per follow up information received via mail on 16nov2024, it was reported that no patient impact was reported. The issue was deemed not to be related to device but to power supply from hospital¿s outlets. Bd tech support examined systems logs and came to same conclusion. Therapy was completed by switching to another identical model of arctic sun.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was reported as shutting down biomed powered device back on and had been fine, they were downloading the data files. Per follow up information received via mail on 16nov2024, it was reported that no patient impact was reported. The issue was deemed not to be related to device but to power supply from hospital¿s outlets. Bd tech support examined systems logs and came to same conclusion. Therapy was completed by switching to another identical model of arctic sun.